Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The returned product did not meet specifications. No issues observed at power up. After running for 5 minutes, the image on the lcd went white, with 2 black vertical lines. The device malfunction was confirmed and directly related to the reported event. A replacement part was sent to the site and the issue was resolved.

Event description:
A medtronic representative reported that the monitor on the stealthstation treon was not displaying properly. There was a blue screen with vertical lines. The medtronic representative performed troubleshooting and was able to see the display image from the treon using a different monitor. There was no patient present.